Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'upstream occlusion' was unable to be confirmed during evaluation. Evaluation found that the ultrasonic sensor was out of specification. The ultrasonic sensor was unable to be calibrated and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion. There was no patient involvement. No additional information is available.